Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. He was not able to reproduce error message. Rebooted several times without issue. Updated stealth ip addresses and verified communication. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced and therefore no parts have been received by manufacturer for analysis. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that when turning on the imaging system for the day, the mobile view station (mvs) displayed an error message stating an error has occurred that may affect the integrity of the system, please reboot. They rebooted the mvs and the error re-appeared. She was unable to bypass this message. There was no patient present when this issue was identified.